Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4),product type recharger product ID 97754 lot# serial# (B)(4),product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger (B)(4) found evidence of broken connector pins. Fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger was no longer working. The patient met with their healthcare provider (hcp) and a rep to confirm this. The rep reported that when the recharger was plugged into the wall a screen would briefly appear and then vanish. The patient was unable to charge the ins, so the ins depleted and has been off. Patient was issued a new recharger and desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the replacement recharger and desktop charger resolved the depleted ins battery, and the charging issue. No symptoms were reported. There were no reported complications and no further complications were expected.